Manufacturer narrative:
H6, component code: added idmrf code g04122. H6: type of investigation: added imdrf code b20. H6, investigation findings: added imdrf code c19. H6, investigation conclusions: added imdrf codes d15, d1001. Additionally, an engineering evaluation was performed relevant to the plc271200 gore® excluder® contralateral leg component plc271200 based on the images received. An evaluation on the device itself could not be performed as it remains implanted. The device evaluation performed by engineering identified no likely cause could result in the reported device occlusion. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Relevant associated medical devices: gore® excluder® conformable aaa endoprosthesis cxt321414e / 22455172 UDI: (B)(4). Gore® excluder® iliac branch component ceb231210 / (B)(6) UDI: (B)(4). This report is also associated with the following MFR report numbers: 3007284313-2021-01433 and 3013164176-2021-01178 b5, describe event or problem: updated event description. H6, health effect - clinical code: replaced FDA code 2422 with imdrf code e2328 h6, health effect - impact code: replaced FDA code 4648 with imdrf code f24. H6, medical device problem code: replaced FDA code 2616 with imdrf code a0101. Gore has re-evaluated the imaging evaluation results. Imaging evaluation summary: images from three time points were returned gore and an imaging evaluation was performed. Pre-operative computed tomography (CT) images dated (B)(6) 2021 show the following: distal common iliac appears <14mm with circumferential calcification. Hypogastric diameters ~ 8-9.8mm. Intra-operative angiography images dated (B)(6) 2021 show the following: the iliac branch component (ibe) appears to be deployed. The ibe appears to be at the distal aspect or slightly below the hypogastric osteum. There appears to be some contrast outside of the ibe gate which does not have an internal iliac component implanted. Post-operative CT images dated (B)(6) 2021 show the following: there appears to be 12cm length device bridging the main body and ibe device. The entire right side from the excluder fd to the sfa appears not to have any contrast. The right superficial femoral artery appears to contain contrast and appears to be perfused by collateral vessels.

Event description:
On (B)(6) 2021, this patient underwent elective endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses. During procedure planning it was noticed that the patient¿s right internal iliac artery presented with a severe angulation at the level of the bifurcation. Reportedly, the patient was not suitable for open surgery. During the procedure on (B)(6) 2021, a gore® excluder® internal iliac component could reportedly not be placed at the intended location as it was not possible to insert a guidewire into the internal iliac artery. A clear view of the ostium could not be obtained due to the vessel¿s anatomical location. The physician therefore decided to not treat the internal iliac artery at this time leaving an option of coiling this vessel at a later stage. However, it was reported that the bridging gore® excluder® contralateral leg component plc271200 placed between the gore® excluder® conformable aaa endoprosthesis cxt321414 and the gore® excluder® iliac branch component ceb231210 may have opened above the top of the cxt321414 component as well as in the most proximal portion of the ceb231210 component. On (B)(6) 2021, follow-up ultra scan examination found that on the right patient side, the implanted gore® excluder® conformable aaa endoprosthesis cxt321414, the bridging gore® excluder® contralateral leg component plc271200, as well as the gore® excluder® iliac branch component ceb231210 were occluded. It was reported that the situation would be reviewed in about 6 weeks¿ time. On (B)(6) 2021, gore received additional information that the patient had not had any additional intervention as he was suffering from terminal cancer and had therefore refused additional treatment for his condition and the occlusion of the devices. However, the patient's right leg was reportedly still receiving blood flow. On (B)(6) 2021, gore additionally learned that the patient had suffered from hypercoagulability due to his cancer. All three occluded devices were not returned to gore as they remain implanted. However, based on intra- and post procedural images provided, evaluations of the devices were performed by gore imaging and engineering specialists. Our device investigations confirmed that all devices appear to be in the correct positions per their ifus and no manufacturing, product deficiencies, or likely causes were determined with the available information that could have resulted in the reported device occlusion.

Manufacturer narrative:
H6: code 213- the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Images from three time points were returned gore and an imaging evaluation was performed. Pre-operative computed tomography (CT) images dated (B)(6) 2021 show the following: distal common iliac appears <14mm with circumferential calcification; hypogastric diameters -8-9.8mm. Intra-operative angiography images dated (B)(6) 2021 show the following: the iliac branch component (ibe) appears to be deployed. The ibe appears to be at the distal aspect or slightly below the hypogastric osteum. There appears to be some contrast outside of the ibe gate which does not have an internal iliac component implanted. Post-operative CT images dated (B)(6) 2021 show the following: the right superficial femoral artery appears to contain contrast and appears to be perfused by collateral vessels. Please note: this report is also associated with the following MFR report numbers: 3007284313-2021-01433; 3013164176-2021-01178.

Event description:
On (B)(6) 2021, this patient underwent elective endovascular treatment for an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses. During planning of the procedure it was noticed that the patient¿s right internal iliac artery presented with a severe angulation at the level of the bifurcation. Reportedly, the patient was not suitable for open surgery. During the procedure on (B)(6) 2021, a gore® excluder® internal iliac component could not be placed at the intended location as it was not possible to insert a guidewire into the internal iliac artery. A clear view of the ostium could not be obtained due to the vessel¿s anatomical location. The physician therefore decided to not treat the internal iliac artery at this time with the potential of coiling it at a later stage. However, it was stated that the bridging gore® excluder® contralateral leg component plc271200 placed between the gore® excluder® conformable aaa endoprosthesis cxt321414 and the gore® excluder® iliac branch component ceb231210 may have opened above the top of the cxt321414 component and also in the most proximal portion of the ceb231210 component. On (B)(6) 2021, follow-up ultrascan examination found that on the right patient side, the implanted gore® excluder® conformable aaa endoprosthesis cxt321414, the bridging gore® excluder® contralateral leg component plc271200 as well as the gore® excluder® iliac branch component ceb231210 were occluded. Reportedly, there has not been a reintervention and the situation would be reviewed in about 6 weeks post procedure.